Event description:
The complaint was reported as: the complaint alleges that the drop lines are coming disconnected at the inspiratory outlet on the ventilator. Complaint states that when the line was examined it was also found that the connection to the column was not as secure as expected. Complaint states that the short term fix was to tape the connections. The facility has started using their allegiant corrugated tubing roll to cut their drop lines when needed which was not ideal since the cut has to be close to perfect to maintain a good connection. No report of pt injury.

Manufacturer narrative:
The device sample was received by the MFR, but the investigation is incomplete at the time of this report. The device history record (DHR) review was not conducted since the lot number provided is invalid according to our sap system.